Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture and video of the impacted set were provided. Their visual inspection observed an external leak at the connection between the access line post pump and the support plate. The reported condition was verified. The cause of the defect could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.